Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while powering on the unit. System error 105 was confirmed through review of the event history log and caused by a seized motor. The failed motor, gears and bearings were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 in the medical surgical care area. It was also reported there was no patient involvement.